Event description:
The arc has reported that the specificity of this assay experienced in their system was 99.92% with a 95% ci of 99.91 - 99.92%. The product pi states a calculated spec of 99.95% with a 95% ci of 99.89-99.98%.